Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the super vena cava (svc) alert was triggered on the right ventricular (rv) lead due to high impedance. The lead remains in use. No patient complications have been reported as a result of this event.